Event description:
It was reported that a blade detachment occurred. The 75% stenosed target lesion was located in the severely calcified mid left anterior descending artery. A 3.50 x 10 mm wolverine was used to successfully treat the lesion, but after the device was withdrawn from the patient's body one of the "knives" detached. No patient complications were reported.

Event description:
It was reported that a blade detachment occurred. The 75% stenosed target lesion was located in the severely calcified mid left anterior descending artery. A 3.50 x 10 mm wolverine was used to successfully treat the lesion, but after the device was withdrawn from the patient's body one of the "knives" detached. No patient complications were reported. It was further reported that the wolverine was advanced through a 6f guide catheter and inflated to 16 atm. Due to the severe calcification, resistance was experienced when removing the device.

Manufacturer narrative:
Media review: the device was discarded; however a photo image was received which appears to show a blade segment and pad detached from the balloon confirming the complaint allegation.